Event description:
It was reported that this left ventricular (lv) lead had a high out of range pace impedance measurement. The measurement was greater than 2000 ohms. When isometrics were performed, the impedances jumped to about 1000 ohms, when the patient lifted their left arm. The health care professional suspected that the lv lead was conductor ring was compromised. The lead was programmed lv tip to can and the patient was going to be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.